Event description:
Patient at term in labor requested epidural. Epidural catheter was placed by anesthesiologist without complication. Upon delivery ob physician attempted to remove catheter and it broke upon removal.